Event description:
A report was received that the patient had an infection at the pocket site. The physician believed the infection was procedure related and not device related. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model#: sc-4316, lot #: 16114074, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.